Event description:
It was reported that the patient had intermittent high impedance detected on their generator. It was reported that there was no trauma or manipulation to the generator or lead site that could have contributed to the high impedance. Ap and lateral neck and chest x-rays were received and reviewed. The generator was located in the patient's upper left chest per labeling. Based on the x-ray images provided, the lead pin appeared to be fully inserted with the feedthru wires intact and fully connected. There was a portion of the lead that was routed behind the generator. No sharp angles or fractures were identified in the visible portions of the lead. The cause of the patient's high impedance could not be determined based on the images provided. However, the presence of a micro-fracture and/or lead discontinuity could not be ruled out. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
A review of the internal data for the generator indicated when high impedance was first detected on the patient's generator. The impedance was intermittently high and within normal limits. The surgeon indicated he was not aware of an event that occurred with the patient that could have contributed to the high impedance. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
The lead was replaced. During the surgery it was observed that the serial number tag had protruded through the lead coating. It was noted that per the surgeon the sharp corners of the sn tag caused a crack in the coating from the inside. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. The explanted lead has not been received for analysis to date. No other relevant information has been received to date.

Event description:
The lead was received for analysis, but product analysis has not been completed to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the lead. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. During the visual analysis, the connector boot appeared to be cut/torn in the model and serial number tag area; the tag appeared to be torn and was observed protruding from the connector boot. The lead assembly has dried remnants of what appears to have once been body fluids in some areas. No obvious point of entrance was noted other than the identified opening and the cut end of the returned lead portion. A small amount of tissue was observed on connector boot at mnsn tag area. Reddish brown substance was observed on the connector pin, sem showed pitting or electro-etching. Other than the noted above conditions, the condition of the returned lead portion is consistent with conditions that typically exits following an explant procedure. Note that since a portion of the lead assembly (body) and the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No further relevant information has been received to date.